Event description:
(B)(4). Constant bloating, irregular periods, abdominal pain, hair loss, development of autoimmune disorders (ibs, gluten sensitivity, active arthritis), headaches, fatigue, constant inflammation and vaginal discharge, chest pain.